Manufacturer narrative:
Malfunction was verified. Unexpected shutdown issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Additionally, it was reported that the pump shut off unexpectedly. Reportedly, the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was around 130 mg/dl.